Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received 39 sealed 20ga x 1.16in. Insyte autoguard units from lot number: 3167252. Additionally, one photo was provided. A blood escape time test was performed on all 39 units. 17 units displayed liquid leaking through the actuator and out of the adapter. All 17 failed units were microscopically analyzed. No damage was observed, actuator was present, actuator did not appear to be sticking through the septum, and the septum did not appear to be damaged. The actuator also did not appear to be damaged. Your reported issue was confirmed. As the units tested did not display any damage to the septum or actuator, a root cause of why the leak occurred is undetermined. The samples may have also been exposed to high temperatures during shipping or storage which may affect the aging of the septum and possibly cause it to be more susceptible to leaking. Since no damage to the septum or the actuator was discovered, and the units were packaged more than a year ago and shipped to a far location, this root cause is possible. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
(B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood leaked beyond the blood control. The following information was provided by the initial reporter: the customer complained that the blood control valve do not function properly.